Manufacturer narrative:
Continuation of d10: product ID 3889-28 serial# (B)(6) implanted: (B)(6) 2014: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 15-apr-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (I ns) for fecal incontinence. New lead implant attempts to left side without desired motor response. Patient reported desired therapy with the original lead but was interested in full body MRI lead. Hcp discussed with her prior the possibilities. After no response on the left the hcp decided to keep the original lead bc of pt satisfaction with the therapy. When lead connected to battery impedance greater than 4000 was noted to electrodes 3 and 0. The hcp removed lead, dried, and connected back to battery. There was no change in impedance values. The hcp decided to proceed with the original lead and program accordingly. The cause of the issue was unknown and the event is ongoing. While programming patient in recovery programs 1,2,4,5,6,7 would not increase above 0.4- 0.6. Program 3 topped off at 1.9. Patient reported stimulation at 1.7 and was left there on program 3. Programming was reported to the hcp, spoke with the patient regarding plan of care either desired therapy or lead removal and attempt replacement.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# serial# (B)(6), implanted: (B)(6) 2014, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va0j8cr, implanted: (B)(6) 2014, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.